Event description:
The dr was attempting to place a vena cava filter via the jugular vein in a pt. He encountered significant difficulty locating and then accessing the jugular vein. He also experienced difficulty pre-dilating with both 9 and 11 fr dilatros. Finally, he experienced difficulty advancing the introducer and subsequently advancing the filter within the introducer. During filter advancement, resistance was felt but the physician continued to advance the filter. The filter was not deployed in pt, however, during introducer withdrawal, the stabilizing leg separated from the filter and remains in the pt without complication.